Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they deployed the angio seal, however they do not know what happened with the plug. The patient developed a hematoma and they believe it is due to the failed angio-seal device. There was no patient injury or medical intervention. The patient was reported to be in stable condition. There were no other devices or equipment used when deploying the angio-seal device. The procedure was reported to be successful. Additional information was received on october 3, 2018. The doctor reported the procedure performed prior to use of the angio-seal was an angioplasty, right leg, contralateral. The sheath size used was 6 fr, with pre-deployment angiogram performed. The puncture site was not high. The patient had heparin blood thinner. The doctor indicated he did experience issue during use, when he was unable to pass the device over the wire. The hematoma occurred immediately, and they held pressure for an hour and evacuated at bedside. The patient contacted the doctor post procedure complaining of pain and swelling in his testicles. The patient indicated he was returning to the doctor, however, he did not come in as scheduled. The doctor understood he went to his primary care physician and was advised to apply ice to painful site.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and to provide the completed investigation results. (B)(4). One 6fr angio-seal vip device was returned to for product evaluation. One unused and unpackaged carrier tube assembly was returned along with an arteriotomy locator mated with the hemostasis sheath. The guidewire was not returned. There was a kink observed near the distal tip. The mated sheath and locator were bent in a curve especially at the distal end. The locator holes were observed to be aligned with the hemostasis sheath. The arteriotomy locator and sheath were examined. The tip of the locator was noted to be flattened. No other damage was noted. The locator was unmated from the sheath with any difficulty and attempted to be mated again to check connectivity. No anomalies were noted. The locator was then examined under fluoroscopy to check for opaque obstructions. Few areas of dried blood like substance accumulation were noted within its cannula. A guidewire was attempted to be mated with the locator and while it was mated successfully, difficulty was encountered due to the flattened tip. Functional testing was conducted. The returned carrier tube was mated with the hemostasis sheath and placed in the forward lock position. Upon this action, the anchor exited from the sheath. The device was then pulled to rear lock position and the anchor posted against the sheath. Next, digital pulling pressure was applied and all restorable exited the sheath as intended. No anomalies were noted during the deployment testing. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the wire was partial folded on the tip of the locator which led to the reported event. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.